Event description:
Pt had essure procedure (B)(6) 2011 and her hsg (B)(6) 2011. She reported she began having symptoms of low back pain, heavy discharge and pain with urination shortly after the procedure and informed her physician who performed the procedure. This physician did not attribute her pain to the essure devices. She sought out another physician and made an appointment on (B)(6) 2011. On (B)(6) 2011 the physician counseled the pt on the necessity of a partial hysterectomy to remove the devices. Surgical findings revealed both fallopian tubes were hyperemic and most of one coil was located in the uterine cavity. Physician found no other abnormalities at the time of surgery. Follow up with pt on (B)(6) 2011 found her feeling much better. Follow up with physicians office on (B)(6) 2011 confirmed the devices were the root cause of the pt's pain.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.